Event description:
Red distal port tubing and syringe found lying in bed with patient rather than attached to flange area of swanz ganz catheter. Nursing and anesthesiologist report that they have never seen port tubing become disconnected from flange.